Event description:
It was reported the patient's device was replaced. The hcp indicated the battery had expired after a short time for unknown reasons. No symptoms were reported. The hcp reported the patient experienced no injury.